Event description:
It was reported that the home patient (hp) was trying to re-prime the same set-up during peritoneal dialysis therapy on the homechoice (hc) device. The hp was connected at the time of the event. The hp had called the technical service representative (tsr) for assistance with manual drain on the hc during prime. The hp also informed that they lost power early that day and wanted to do a manual drain after the power was back. The hp stated they could not get past the prime and were trying to re-prime the same setup but all the bags were empty. The tsr explained the hp that there was no way to manually drain from that point in therapy. The hp stated that they would complete the therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product in which the patient had experienced a power failure and was trying to set up again using the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.